Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for left ventricular pacing lead impedance less than 200 ohms. The patient will continue to be monitored via (B)(4).